Manufacturer narrative:
This system was used for treatment. Kit lot d732 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category centrifuge bowl leak/break. No trend was identified; however, a corrective and preventive action was initiated for this complaint category. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4)

Event description:
Customer reported a centrifuge bowl leak at the upper seal during cycle 1. Therako's clinical services specialist (css) called customer back to gather further information. Customer stated that the procedure was aborted and blood was returned manually to the patient. Then they installed a new kit and proceed normally the therapy without issue. Patient reported to be in stable condition. No product returned for investigation.